Event description:
It is reported that a patient underwent an anterior pelvic floor repair procedure on an unknown date. The patient experienced a mesh erosion and underwent surgical removal. Additional information has been requested.

Manufacturer narrative:
It is reported that a patient underwent an anterior and posterior pelvic floor repair procedure on (B)(6) 2009. The patient experienced a mesh erosion of the anterior repair and underwent surgical removal on (B)(6) 2014. A new mesh was used for the revisionary procedure. It is reported that the patient is now cured. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.